Event description:
User has been injecting insulin for over 20 years but is new to the droplet brand. User claims that every needle she used would bend during her injection, so that each patient end of the needle was bent over when she removed the needle. She claims that 4 needles broke off of the pen needle base and got stuck in her stomach after injection. She did not seek medical attention. She was able to remove them by cutting a small slit into the injection site to retrieve the needle. Patient has used different brand needles before and has not had any problems.